Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was pt had their system removed and wanted to know what to do with external equipment. Asked why the device was removed. Pt reported the stimulator never worked/never helped. Medtronic representative (rep) programmed it about 4-5 times this past year trying to get it to work but could never get it to work. Pt reported even at low setting, it would all of a sudden make their leg start jumping, and it made their left leg feel like it was swollen about 3 times or bigger as the right leg was. It felt like it was swollen on the underneath side of foot. Even when on low setting, after about an hour or so would make the groin muscle and right groin tighten up and lift pt's foot off the ground. The issue has been going on since implanted. At first the reps did some setting changes over the phone and it did not work. They met with the pt 4-5 times and with each programming the therapy did the same thing to pt's legs. Pt said the last program was at like 0.6 and within an hour it was making their legs/nerves/muscles go crazy. On nov 21st they took the whole system out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: imf f1903 was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.